Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the pfa on the right inferior pulmonary vein, the farawave catheter shape was lost and reshaped, after the third insertion of the sheath, air bubbles were noticed. The procedure was completed successfully by using original device. Pressure bag was used for irrigation. No air was seen in the patient. No leak was seen. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: it was indicated that the device was available for return, however the device has not been received. A review of the media received made it possible to confirm the reported allegation of visible air/bubbles. Although the visible air/bubbles were confirmed from media, the cause of the bubbles seen by the customer in the faradrive sheath was not able to be determined based on the information provided for analysis, and the device has not been returned to bsc at this time.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after the pfa on the right inferior pulmonary vein, the farawave catheter shape was lost and reshaped, after the third insertion of the sheath, air bubbles were noticed. The procedure was completed successfully by using original device. Pressure bag was used for irrigation. No air was seen in the patient. No leak was seen. No patient complications have been reported. The product is expected to be returned.